Event description:
It was reported that the customer went to the emergency room (ER) due to diabetic ketoacidosis and blood glucose level (bg) of 480 mg/dl. Reportedly, the customer fell and got a concussion. Customer¿s bg was treated intravenously with saline and insulin. Reportedly, customer left the ER five hours later with the issue resolved and no permanent damage. The customer alleged that the pump was not delivering insulin properly. System check with tandem technical support indicated that the pump and related supplies were functioning as intended. Recommendation was made to consult with healthcare provider regarding diabetes management. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.